Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Please find attached a video of a bd syringe ref 300865 lot 2409099 exp 31/08/2029 which I believe to be faulty. An oily halo can be seen above the silicone. We noticed this before sampling and chose not to use this syringe.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one video was provided to our quality team for investigation. Through visual inspection, silicone is observed when moving the stopper from the base of the syringe barrel. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2409099 and were found to be within specification. Without the physical sample, we cannot verify if the silicone content of the syringe within the video is within specified limits a device history review was performed for reported lot 2409099, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Based on the available information, a root cause cannot be established at this time. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.